Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip. The guidewire lumen is stretched and prolapsed 45mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the inflation lumen and guidewire lumen. The balloon was loosely folded prior to inflation testing. The presence of blood in the inflation lumen suggests there may be a leak/rupture somewhere on the device. The device was attempted to be inflated to rated burst pressure of 18atm, but a leak was quickly noticed. There appears to be a hole in the guidewire lumen 46mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulties were encountered. The mildly tortuous target lesion was located in a coronary vessel. A 5.00mm x 8mm nc emerge balloon catheter was used for post-dilation. However, during removal, severe resistance was encountered with the guide wire. The device able to be removed and when attempted to be re-advanced, resistance was again encountered and the device could not be advanced anymore. The procedure was completed with a non-bsc balloon. No patient complications were reported.